Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the delivery catheter perforated the coronary sinus during lead repositioning and the patient developed a pericardial hematoma. The patient was hemodynamically stable. The patient was treated with intravenous antibiotics and an erythropoiesis-stimulating agent. The patient was hospitalized for an extended period of time. The issue resolved after three weeks. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.